Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to local department of olympus. Local service department checked the subject device and found that the cable was twisted and the video connector had cracks. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the communication with the processor became impossible due to the break of the cable or the video connector, and then image was not displayed. The break of the cable and the video connector might be due to the user's handling. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The service department of olympus checked the subject device and found that the reported phenomenon was duplicated. The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the maintenance, no image was displayed. This device is an olympus asset. There was no report of patient injury associated with the event.